Event description:
It was reported that the device was used during an unk procedure. It was reported that the device would not staple. There was no pt consequence. The case was completed by hand suturing